Event description:
It was reported the surgeon had decided to remove the units and replace them with new stimulators in all of their patients. It was noted it had failed in some of the neurosurgeon¿s other patients they thought.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, lot# serial# unknown, product type: extension. Product ID: neu _unknown_lead, lot# unknown, product type: lead. (B)(4).